Manufacturer narrative:
Further review determined that this product is not related to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: comp rvrs shldr glnsp std 36mm part: 115310 lot: 199370. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the patient underwent a revision procedure due to dislocation within 48 hours of the initial procedure. The bearing was removed and replaced.